Event description:
Revision surgery - the pt had a muscle tendon problem of the quadriceps and the patella needed to be repaired. Also, the surgeon upsized the poly to increase stability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 11.25 months of patient use. There was no information with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause of the instability was most likely the patient's muscle/tendon problem. There was no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.